Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the adjustment screw of the spine clamp was degraded. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for evaluation. Testing found that the adjustment screw of the clamp was bent, resulting in difficulty setting the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.